Event description:
Loading the first staple in the powered surgical stapler, it was loose and would not snap in and seat properly. This was shared with the attending surgeon who agreed that there was a problem and requested a replacement.